Event description:
A us distributor reported that a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery faults / charger faults) has been confirmed. The battery charger was unable to charge a battery. Upon investigation, the battery charger failed a test due to receiving a charger fault. The charger was returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.